Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed that the lv lead was dislodged. During revision, it was not possible to reposition the lv lead due to patient anatomy. The lv lead was explanted and the device was reprogrammed to deactivate the lv lead. The patient was stable following the procedure and there were no adverse consequences.